Event description:
It was reported that there was an elevated short interval counts (sic) recorded during the patient's magnetic resonance imagining (MRI) scan. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).